Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence despite using room temperature insulin, not reusing cartridge, and completing steps to remove air without overfilling. There was no adverse impact to the customer¿s blood glucose level. Customer initially used less than 30 units to fill tubing and, under guidance from technical support, continued filling, disconnected tubing at connection, and then loaded and filled new cartridge, after which drops of insulin appeared at end of tubing and issue was resolved, allowing insulin delivery to be resumed; no additional outcome information was received.